Event description:
It was reported that the device fractured during implantation. Subsequently, the cage was removed and replaced leading to a 45 minute delay.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Product enroute to be returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00142/00143).